Event description:
It was reported that the device had dead pixel in display. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of display dead pixel was confirmed. On 01-aug-2024, pcu was received unboxed and with paperwork. Pcu when powered on, showed missing pixel on screen. Internal inspection revealed debris present on logic board pin 8 and 9 which was then blown out. Device to be returned to san diego repair center for processing. ¿ recommend bd san diego repair center replace the lcd flex cable. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. Investigation summary: field technician stated issue of display ¿ dead pixel was confirmed. On (B)(6) 2024, pcu was received unboxed and with paperwork. Pcu when powered on, showed missing pixel on screen. Internal inspection revealed debris present on logic board pin 8 and 9 which was then blown out. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace the lcd flex cable. Failure investigation report attached to qn in sap. Root cause: presence of debris on logic board pin 8 and 9 caused shorting of logic board. Due to which the logic board was not communicating with the display. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing.

Event description:
It was reported that the device had dead pixel in display. There was no patient involvement.